Manufacturer narrative:
Insulin pump passed self test and displacement test. Hardware low level failure alarm confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. Blood glucose was 138 mg/dll. Customer was able to successfully clear the alarm. Self test was pass. The insulin pump will be returned for analysis.